Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this crt-d and lead were explanted due to a system infection. No additional adverse patient effects were reported. The system was not replaced.